Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. H1 type of reportable event was incorrectly reported as malfunction in the initial MFR 1220648-2024-22850 and has been corrected to death.

Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. Logs confirmed that the controller error coincided with multiple subsequent placement signal not reliable errors. Following the set of errors, the optical bench was forced to reset, which resolved the issue. Real time (rt) logs confirmed that immediately prior to the controller error, the optical bench reported an oscillating contrast value far outside the normal range of contrast. This oscillating contrast issue is suspected to be result of a hardware fault on the optical bench. Console ic9750 was sent back to fs for further investigation. The issue was not able to be reproduced in the lab. The optical signal issue was most likely due a defective optical bench. The console is designed to automatically reset the optical bench when this issue emerges, which resolves the issue. The optical signal issue was most likely due a defective optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the aic experienced a controller error yellow alarm with no resolution specified. The patient ultimately expired, there is not enough information to exclude the impella device as an associated factor in the patient's demise.